Manufacturer narrative:
Removed codes e2401, c50499, nds1001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient said they had their lead replaced on (B)(6), patient said the reason for the lead replacement was because the x ray showed the lead was not in the right place.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2x2bg); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient said they had their lead replaced on january 21st, patient said the reason for the lead replacement was because the lead was because x ray showed the lead was not in the right place and was told by a manufacturing representative(rep) to stay on program 3 until patient saw them and the healthcare provider(hcp) but patient was sick so they missed hcp appointment. Pt said they were still on program 3 and it was not working at all. Ps reviewed information about therapy/adjustments and patient decided to increase stimulation until they felt stimulation. The patient was redirected to their healthcare provider to further address the issue. Ps sent message to field to notify of situation.